Event description:
Additional information indicated that this rv lead was exhibiting noise. The physician thought it was due to a fracture, as the patient had fractured 2 previous leads. The rv lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.